Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and mildly calcified cephalic vein. A 6.0mm x 40mm x 40cm sterling balloon catheter was advanced for dilation. However, during the second inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with a different device. There were no patient complications and the patient condition was good.